Event description:
Surgeon began the case and found it difficult to visualize due to "a lot of tissue." He was using the truclear scope and system. In addition, a large fluid deficit began approx 20 minutes into the procedure. At 790ml loss using a saline fluid medium, staff called attention to the loss. The loss continued, with surgeon watching the truclear machine and trying to clear his visuals. Once the loss reached 1190ml, the surgeon determined he needed to do a laparoscopy, this occurred 30 minutes after the start of the procedure. The patient's vitals appeared stable at this time. Also, surgeon was concerned about the amount of vaginal bleeding. Upon completion of the laparoscopic portion, in which he drained fluid from abdomen (about 600ml), he noted there was no perforation/hole in the uterus and completed the case. He stated he felt the uterus was boggy and fluid had been lost through the tubes. Also afterwards, a vaginal exam indicated the bleeding had decreased. Metabolic panel and cbc were drawn on patient. Patient was safely transported to (B)(4) in stable condition. Serial # provided does not show up in database as being sold to this customer; therefore no date of device manufacture is available.

Manufacturer narrative:
Device is not being returned for evaluation. (B)(4).